Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the loop at the end of the suture failed to function when it was used for surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One dispensed needle suture combination outside is packaging was received for analysis. Product code sxmp1b101. During the visual inspection of the sample, marks likely caused by a surgical instrument were noted on the needle. The suture was examined, and the weld of the first loop was found to be detached. However, this mode of failure was probably caused by excessive force applied. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. For the device to function properly, the stratafix¿ spiral monocryl¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. The following information was received: the event date should be 29/aug/2025.